Event description:
Customer reported the interconnect cable connector was loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the connector. System operates as intended.